Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading at time of incident was 41 mg/dl, treated with food current blood glucose reading was 92 mg/dl and other value was 212 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. The customer stated that during the last set change insulin was dripping or squirting from end of set before connecting at their site. Customer reported that the insulin pump was not worn during a medical procedure or test. The insulin pump will not be returned for analysis.